Event description:
Had ivc filter implant placed due to spontaneous production of dvt in legs and pulmonary embolus in lungs in (B)(6) 2007. Since placement of device, patient has had no obvious incidents requiring treatment. However, mr (B)(6) had received notification via mail that his device is in the recall group, greenfield filter catalog #52501, lot# 9375737, reference# m001500110. Also, the lawyers office advised mr (B)(6) to report the implant to the FDA for documentation. Mr (B)(6) also requires warfarin therapy as well.